Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient wanted to know if they can have a MRI. Reviewed activating MRI mode. Patient said they need to have a MRI of their legs because their legs are giving out on them and they have fallen. Patient said their primary care physician thinks the issues with the patient's legs are related to the device but the managing hcp says the leg issues are not related to the device. Patient said they turned stim off and while stim was off their legs were weak but they were not falling. Patient said they have a lot of pain in their lower back on the right side and in their right leg. Patient's device is on the right side of their body. Patient said the ins is right at the surface of the skin and the ins rotates and pinches. Patient tried adjusting the amplitude but had not changed programs. Reviewed how to change programs. Patient was able to change program and adjust stim to a comfortable level. After changing programs the patient said they didn't have any discomfort in their leg.  Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.